Manufacturer narrative:
The pump and one used cartridge were returned to tandem diabetes for investigation on october 28, 2015. The pump logs were downloaded, and no malfunctions were observed. The pump was then ran through functionality testing to verify operations. The pump passed all functionality tests, and no hardware issues were observed that could have caused the reported issue. No additional failures were identified. Duplication testing revealed that the device operated as expected, and no alerts/alarms annunciated. Conclusion: reported issue was not confirmed.

Event description:
It was reported that the customer passed away on (B)(6) 2015, due to a hypoglycemic event, while attached to the t-slim. According to the customer's clinical diabetes specialist, the customer had had a couple of strokes before, and the cause of death was a heart attack. Prior to passing the customer had been vomiting for 4 days, and reportedly, on the day of that the customer passed, the customer looked pale (earlier in the day), and by 5 pm a contact found the customer dead.